Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support (ts) was contacted and the device was reprogrammed to resolved the event. However, additional pptwo episodes were observed and additional programming recommendations were provided by ts. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that additional reprogramming was performed to resolve the event.

Event description:
Additional information was received indicating the device was reprogrammed, however, additional episodes of post paced t wave oversensing were noted on the device. Additional reprogramming is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.